Manufacturer narrative:
The device was returned for evaluation, and it was determined that the device was extremely corroded, preventing disassembly of the unit. It was further determined that the head control showed signs of damage.

Event description:
It was reported that the air dermatome is producing an uneven graft. There was no report of injury or adverse pt consequences associated with this incident.